Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump and battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: a review of the black box showed multiple power on reset events after call service 128 alarms. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The pump cover was removed and a test display screen was mounted and was fully functional and illuminated, no intermittent conditions were found to the power printed circuit board. The alleged no power complaint was unable to be fully investigated due to the blank display. Unrelated to the original complaint, battery compartment was cracked below the grip pad. Additionally, the display screen was cracked and shattered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.